Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced linear sensor, front cover, rear case, left/right iui, and top disk holder. A review of the device history record showed the device had a manufacture date of 28 oct 2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the linear sensor 8110/8120. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported that the device received alarm - error codes/messages, calibration error message. There was no patient involvement.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the device received alarm - error codes / messages, calibration error message. There was no patient involvement.

Event description:
The customer reported that the device received alarm - error codes / messages, calibration error message. There was no patient involvement.

Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
The reported issue was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced linear sensor, front cover, rear case, left/right iui, and top disk holder. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the linear sensor 8110/8120. A review of the device history record showed the device had a manufacture date of 28 oct 2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported that the device received alarm - error codes / messages, calibration error message. There was no patient involvement.